Event description:
I purchased 15k pieces surgical n95 from the (B)(6) 6 weeks ago, as the donation for the drs and nurses defend covid-19 virus, while the shipment arrives to (B)(6), they found all mask are defected, some masks had very serious mold issue and water damages. Some were dried elastic band what made the dr and nurse couldn't wear it. FDA safety report ID# (B)(4).